Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The family reported that the user had abruptly stopped hearing with the device. The user was re-implanted on (B)(6) 2021. Per device explant report, the active electrode got damaged during explantation.

Event description:
The family reported that the user had abruptly stopped hearing with the device. The user was re-implanted on (B)(6) 2021. The concerned device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that the user had abruptly stopped hearing with the device.